Manufacturer narrative:
The device was evaluated. Based on investigation results, the reported issue was confirmed. A definitive root cause could not be identified. Probable cause based on reasonably known information based on device evaluation was due to degradation problems, leakage found on the device that caused sticky residue , cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the investigator indicates that device control unit is sticky. There was no patient involvement.